Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient is now recharging every week. When the patient's ins was new it was once a month. The patient is currently waiting for their doctor to get in contact with them regarding this issue. The issue currently has not been resolved. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 377860, lot#: v010409, implanted: (B)(6) 2006, product type: lead. Product ID: 377860, lot#: v010409, implanted: (B)(6) 2006, product type: lead. Other relevant device(s) are: product ID: 377860, serial/lot #: (B)(4), ubd: 27-jul-2010, UDI#: (B)(4) ; product ID: 377860, serial/lot #: (B)(4), ubd: 27-jul-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient said he needs to have a new ins put in. He said he used to charge once a month and now he is charging twice a week. The patient noted that he has lost (B)(6) pounds since he moved in 2010. The patient was (B)(6) and now is (B)(6) pounds. He shrunk from 5'10" to 5'8". The patient said the wires are not where they used to be, and he has been shocked in the privates from the device. The patient said that they wanted to do an x-ray to see where the wires were. The patient initially said he has not changed the programming, but then later said he had turned it down some, but then he was waking up with back aches. He said, he hadn't changed anything until two week ago. No falls or accidents were reported. No further complications were reported. No additional patient symptoms were reported.